Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for a 60-year-old female patient presenting to an urgent care clinic with chest pain. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2026, was 441.4, repeat result was 407.5 pg/ml. A new sample was tested, sample ID (B)(6), initial result was 451.8, repeat result was 466.9 pg/ml. The patient was transferred to a local hospital emergency room where the patient underwent cardiac catheterization due to the elevated results. There was no obstructive coronary artery disease detected during the coronary angiography. The patient was then retested at the local hospital with a beckman assay, and the result was <3 ng/l, which is negative. It was noted that the patient also had a 12 lead EKG performed as well as chest and abdominal x-rays. There was no known impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of a retained reagent kit of the complaint lot number. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 84079ud00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of tracking and trending for the product and the complaint lot did not identify an increase in complaint activity. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency the alinity I stat high sensitivity troponin-I, lot number 84079ud00, was identified.